Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the last six months, the right ventricular (rv) lead thresholds had increased and were now high. The lead currently remains in use, but is scheduled to replaced at the same point as a routine generator change. No patient complications have been reported as a result of this event.